Manufacturer narrative:
While performing a review of file (B)(4), it was discovered that the file is a duplicate file. All reporting was completed on (B)(4) and (B)(4).

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there were 3 packs and 9 cassettes in each package where there was a packaging error. The site discovered that a number of cassettes had a packaging fault, where a different instruction for use (IFU) document was inserted within the sealed packaging for a different item number of a different cassette product. The issue was discovered after some of the samples were potentially sent out to patients. There was unknown patient involvement, and unknown patient harm.